Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 203.4 mg/dl at the time of the incident. Customer reported that the needle in the needle guard is not straight and that's why the insulin is leaking. Customer reported that she had 10 defective set. The reservoir will be returned for analysis.